Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced joint pains and psoriasis, and the issue could not be resolved. Due to physician concerns that the implant was contributing to clinical symptoms, the device was explanted on (B)(6) 2012. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.